Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they used the device for 3-4 years and "it never worked for them or helped them." It was stated that the device had become a "hassle and did more harm than good with their health." The patient was thinking about having the device removed, but was reportedly told they might not be able to have the whole thing taken out because of the possibility of scar tissue.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3889-28, lot# j0454586v, implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient never had therapeutic effect. She had the implant off for the last 2 years because it never worked. Removal of the device was discussed. A healthcare professional (hcp) later reported that the problem was resolved and a surgical intervention was not needed. The patient did not require hospitalization and the patient recovered without sequelae. Several years later the patient reported that she wanted the device removed and wanted a listing of doctors that worked with the device therapy. The patient wanted to have the device removed in order to be able to have an MRI. About six months later the patient reported that she had not seen a doctor about the issue. She did not use it at all due to it never helping her when it was installed after several times getting it adjusted. The implant worked, it just never improved her conditions. She continued to have urinary tract infections (uti)/ kidney infections. She had several manufacturing representatives (rep) adjust the machine over the couple of years that she needed it. The patient also continued to have to deal with having the machine in the hip and not being able to get MRI's. The patient neve r got a minute of relief from the machine so she quit using it. Now she found that it could possibly never be totally removed so that she could have MRI's. "I have not ... [Unintelligible texts]"

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she still wanted to have the system removed; however, she was told by her previous healthcare professional (hcp) that there was no guarantee that the wire could be completely removed. The patient was redirected to the hcp to review risks about having the device removed, now that it was 12 years since it was implanted. The patient did not currently have a managing physician, only looking for a physician to remove the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.